Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure; on third firing a gst60b load was fired and "unloaded" from the stapler. When attempting to re-load the stapler, the cst discovered that the colored part of the reload and the metal part/sled separated and the metal half was stuck in the cartridge half of the psee60a stapler. Once the metal piece of the gst60b reload was removed, the same psee60a stapler was loaded and fired for the remaining firings without issue. No patient complications or concerns with the staple line were reported. There was a delay of five minutes.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch # 885c12. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with the pan partially dislodged from the left proximal side. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 885c12, and no non-conformances were identified.